Event description:
Customer states that he lost his insulin pump and it was found by a neighbor. Customer states he is too far to retrieve pump from neighbor, but he will retrieve it at a later date. Customer states that neighbor advised that screen on insulin pump was blank. Customer was advised that insulin pump could not be replaced nor loaner can be sent until troubleshooting can be performed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.